Manufacturer narrative:
H.6 investigation summary: this complaint is not confirmed. This complaint is for mis ID of e. Coli as shigella when using phoenix panel nid (448007) batch 2158641. To investigate, five (5) retention panels from complaint batch 2158641 were tested using customer returned isolate e. Coli on a phoenix m50 instrument and evaluated for identification results. All five panels identified correctly as e. Coli. Therefore, this complaint is not confirmed. For further investigation, the customer returned isolate was identified with mass spectrometry . The isolate was identified as escherichia coli. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one (1) additional complaint on the complaint batch related to this defect. Complaint trending was performed and no trends were identified associated with this defect. The difficulty in differentiating between shigella species and escherichia coli, both closely-related members of the enterobacterales group, is widely known. Although these species are phenotypically very similar, they are epidemiologically different in their presentation of clinical disease. Because of this, many clinical laboratories will incorporate guidance in their standard operating procedures for ruling out misidentification of shigella species and e. Coli by common identification systems by checking colony morphology and indole and motility reactions. If, after assessment of all available information, a clinical lab is unable to confidently report an identification between these two species, the isolate may be sent to a reference laboratory for definitive identification. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Bd encourages you to consider the following parameters to optimize results within your laboratory. Qc testing should only be performed on 2nd pass subcultures and avoid using colonies that have been sub-cultured multiple times. Isolated colonies are to be used for inoculation and carefully check purity plates to ensure the inoculum consisted of one isolate type. Optimum performance comes from using fresh 18-24 hour, well-isolated colonies. Ensure proper, sufficient inoculum density. Allow bubbles to dissipate after vortexing. Properly calibrate the bd phoenixspec¿ nephelometer with in-date mcfarland calibration standards. Use swabs with minimal fiber shed. \ make the proper inoculum density for the inoculum system setting (i.e., if preparing a 0.25 mcfarland inoculum, ensure that the system is set to 0.5 inoculum mode). Volume of ID broth should be visually assessed for any obvious low fills. Ensure proper incubation temperature and environment. Use the correct media type as listed as acceptable for use in the user¿s manual (note - it is helpful to disclose the media type and vendor when providing the details of the complaint). Handle panels by only touching the sides; touching the front or back of the panels may cause interference in the readings and lead to errors. Follow user¿s manual instructions for time limits on pouring inoculated ID broth into the panel and placing the panel into the instrument; extended periods of time outside of the stated limitations may yield errors.

Event description:
It was reported that while using the bd phoenix¿ nid the customer had an isolate misidentified as shigella by the m50. The isolate was then sent to labcorp and was identified as e. Coli. No patient impact was reported. The following information was provided by the initial reporter: misidentification. Customer had an isolate that was called shigella by the m50. Customer sent isolate to labcorp, and it was identified as e. Coli. Isolate was not reported in error.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix¿ nid the customer had an isolate misidentified as shigella by the m50. The isolate was then sent to labcorp and was identified as e. Coli. No patient impact was reported. The following information was provided by the initial reporter: misidentification. Customer had an isolate that was called shigella by the m50. Customer sent isolate to labcorp, and it was identified as e. Coli. Isolate was not reported in error.